Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges having shortness of breath and hoarseness in her voice to which the patient had a chest x-ray for and revealed emphysema and patient doesn't want to use device. No other clinical information or medical interventions were reported. There is no allegation of serious or permanent harm or injury. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges having shortness of breath and hoarseness in her voice to which the patient had a chest x-ray for and revealed emphysema, and patient doesn't want to use device. No other clinical information or medical interventions were reported. There is no allegation of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box g: date received by mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.